Event description:
It was reported that (1) er320 was used during an esophagogastrectomy procedure. It was reported by the affiliate that during the procedure, the stapler did not fire. Opened another device to complete the case. There was no consequence to pt.